Event description:
Additional information showed the patient had turned their device off and wished to have it removed. No interventions had been taken as of this report.

Manufacturer narrative:
(B)(4). Lead model 3093-28 lot# v419893 implanted: 2010-(B)(6) explanted: na; programmer model 3037 serial# (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. After reprogramming the therapeutic effect would last for a day before it stopped. The patient tried different programs which seemed to work for half a day before symptoms returned. The patient had been seen many times, and saw her hcp twice a month during the (B)(6) without resolution. The patient was told that her urinary tract wasn't functioning and she was given two botox injections to enlarge it so urine could pass better, however neither one of the treatments helped. The patient stated that she had incontinence, and just didn't feel good / right and something was wrong. The patient also had shooting pain at the implant site, which improved when she turned the ins off. The patient developed a urinary tract infection in (B)(6) of 2012. She had a bad reaction to the medication she was prescribed, and was given a different antibiotic. The patient then developed a second urinary tract infection on (B)(6), 2012 and was put on medication. It was noted that the last time the patient was programmed was on (B)(6), 2012, when she was put on program 1 at 1.20v. Additional information has been requested, but was not available as of the date of this report.